Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited loss of capture (loc), no sensing measurements and high out of range impedance measurements. Based on the chronic condition of the lead, it was suspected that the lead experienced lead crush under the clavicle. A lead revision procedure was performed were this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.